Event description:
Customer reports 9 incidents of dialyzers clotting during patient use. No patient injury or medical intervention reported. No further information available at this time.

Event description:
Baxter affiliate reports 11 incidents of clotted dialyzers dating back to 3/2001. Treatments were all continued with new dialyzers and new bloodlines without further incident. No pt injuries or medical intervention reported.